Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that when conducting hemodialysis there was blood exuding in the body of the catheter. There was a crack in the catheter body between the suture wing and y. Then the surgeon pulled the catheter out and replaced it with a new one. Patient involved without injury. The patient is in good condition.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was not returned and no photos were received. This complaint will be reopened and updated accordingly if the product sample is returned in the future. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The dwell time of the catheter was not provided, however based on the event description, the issue was noticed during use. Additionally, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. Based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. With the available information, the most probable root cause could be that the leak was caused due to excessive force or due to an inappropriate use of cleaning agents. However without the sample, this cannot be confirmed. The lot involved on this event was manufactured on 03/15/2013, before the implementation date of actions related to a corrective and preventive action (CAPA). During the investigation, it was defined that this event is addressed by this CAPA and no additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purpose.